Manufacturer narrative:
Patient height reported as (B)(6). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The date of original implant is (B)(6) 2015. It was reported that revision surgery occurred on (B)(6) 2016 where one (1) nail, four (4) screws and one (1) endcap were removed intact with no product problem. The femur was reamed and a new nail was implanted. Patient history shows asthma. The procedure was completed successfully with no surgical delay or need for any medical intervention. Patient status was reported as fine.

Manufacturer narrative:
This report is for an unknown screw/unknown lot. Part and lot numbers are unknown; UDI number is unknown. (B)(6) 2015 (unknown date). Device is scheduled for explant, but has not yet been reported as explanted. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a patient is scheduled for revision of a retrograde/antegrade femoral nail due to a non-union. Patient is scheduled to have the nail explanted, femur reamed and larger nail to be implanted. Original implant was (B)(6) 2015 due to a high energy fracture. It has not been reported that the revision procedure has occurred yet. This report is for an unknown screw. This is report 2 of 2 for (B)(4).